Event description:
It was reported by india that during service and evaluation, it was determined that the schuck with key device was frozen/would not move-chuck seized. It was further determined that the device failed pretest for check drill chuck function and check general function in running mode. It was noted in the service order that there was not rotation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis.if information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate.h10 additional narrative:device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device was frozen/would not move-chuck seized, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear.UDI: (B)(4).